Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a drill bit broke during surgery. The procedure was completed using an alternative instrument without reported patient impacts.

Manufacturer narrative:
Additional information: the returned device was evaluated. The tip of the drill has fractured off likely from misalignment during use. A review of the manufacturing records did not identify any issues which may have contributed to this event. Additionally, the surgical technique guide was found to contain adequate information regarding proper usage of the device.

Event description:
It was reported that a drill bit broke during surgery. The procedure was completed using an alternative instrument without reported patient impacts.